Event description:
At the end of the uneventful procedure, the femoral artery sheath was removed and perclose (closure device) inserted into the puncture site. Then the perclose device broke in half leaving roughly 6 inches of plastic lumen in the patient's vessel. Or contacted and surgery performed to remove the device and repair the patient's vessel.